Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the physician pulled the sutures so strongly that the sutures, including a piece of venous vessel wall were torn out, including the knot. It should be noted that the perclose prostyle instructions for use (IFU), states: to prevent suture breakage, complete knot advancement by applying slow, consistent increasing tension. In this case, the IFU deviation contributed to the reported difficulties; however, the physician is aware and reported the IFU deviation. The reported difficulties, patient effect and subsequent treatment appear to be related user error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number. H6 - medical device problem code 2017 clarifier: excessive force.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to a pacemaker interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a sheath size greater than 10f and the pacemaker procedure was completed. Reportedly, the knot of both of the prostyles were advanced with the suture trimmer. When attempting to cut the sutures, "the sutures were pulled so strongly that the sutures, including a piece of venous vessel wall were torn out, including the knot". A non-abbott suture and pressure bandage were used to achieve hemostasis and treat the vessel damage. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.